Event description:
It was reported that the burr became stuck within the lesion resulting in surgery for removal. A rotapro 1.50mm was selected to treat a mildly tortuous and severely calcified lesion in the middle left anterior descending coronary artery. During the procedure the rotapro 1.50mm became stuck within the lesion. Attempts were made to aid in releasing the stuck burr by using a balloon catheter and utilizing a guide extension catheter. Attempts were unsuccessful. The patient underwent surgical intervention to remove the stuck 1.50mm rotapro. The procedure was cancelled and no further patient complications were reported.